Manufacturer narrative:
(B)(4). Review of the receiving inspection report for 00111314001, lot number 84604543, identified no relevant deviations or anomalies. 22 pieces were inspected, 22 passed. Heraeus batch records review indicates there were no quality deviations, no change notifications, and no corrective and preventive actions. All verifications, inspections, and tests were successfully completed. Review of the receiving inspection report for (B)(4), lot number 83194475, identified no relevant deviations or anomalies. 29 pieces were inspected, 19 accepted and 10 rejected for damage. 10080 piece shipment was 100% inspected with 10 cartons being scrapped. Heraeus batch records review indicates there were no quality deviations, no change notifications, and no corrective and preventive actions. All verifications, inspections, and tests were successfully completed. Product examination could not be performed as the product remained implanted. The reported event is confirmed as stated in the complaint timeline assessment. Results code: no code available for: per heraeus, the potential root cause of the reported event is as follows: a.) Long term fate and behavior of the bone cement in situ, knowledge and experience of surgeons: septic loosening, - infection. B.) Long term fate and behavior of the bone cement in situ, knowledge and experience of surgeons: septic loosening, - revision of the prosthesis. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by MFR: device not returned.

Event description:
Patient underwent revision surgery on (B)(6) 2016. Competitor products were implanted with palacos cement. It was reported that patient underwent an irrigation and debridement and was placed on antibiotics after first left total knee revision due to infection-like symptoms. No additional information is available. No additional consequences were reported.